Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted as patient had complications. In (B)(6) 2010, the catheter was "severed" after a car accident and a part of it was replaced. But the patient continued to have pain after that revision. Patient reported she could "smell dilaudid coming through my skin". Patient had another catheter revision in (B)(6) 2010. On (B)(6) 2011, patient had a fall, following which her pump was explanted on (B)(6) 2011. Patient then reported a cerebrospinal fluid (csf) leak and was taken to the ER, where a blood patch was done. No x-rays or pain medications were given. Patient also reported "numbness" from area of catheter insertion around to area of pump pocket and goes down her leg with neuropathy. Her pain has not decreased since the explant and seemed to be worse. Patient currently is on oral medications. Patient has her next appointment with a neurologist on (B)(6) 2011. Additional information will be provided in a follow-up report as it becomes available.